Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the tip of the threaded shaft snapped off during implantation. There were no patient complications as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical examination identified that part of the tip of the inserter is sheared off and missing. This is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.